Event description:
It was reported that during the shoulder cuff repair surgery, while suturing, the anchor head was broken and it could not be used. The broken part were remove. The procedure was completed with a backup device with no significant delay or patient injury reported.

Manufacturer narrative:
One twinfix ultra pk 4.5mm suture anchor was used for treatment and returned for evaluation. The complaint stated: ¿the anchor head was broken and it could not be used.¿ visual inspection confirmed that the anchor was been broken. It was quite mangled and ripped open from the proximal direction. One suture was through the eyelet of the remaining anchor. The insertion device is quite damaged at the distal tip. One fork tine is wrapped across the the inserter hex tip and the other has been broken off completely. The broken tine fragment was not retrieved. Symptoms indicate excess torque was applied and loss of axial alignment were contributors to the failure. Maintaining axial alignment is critical to successful implantation. Per instructions for use: ¿caution: use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure.¿ awl prep instrument was appropriate for average bone quality. Product met specifications upon release to distribution. No root cause related to the manufacture of this device was confirmed. First name and last name: (B)(6). H6, patient code: 2687.